Event description:
Cardiac monitor alarm indicated that the leads were off. When the patient was checked, new electrodes and lead wires were placed. However, we continued to get this alarm until the EKG cable was replaced. After the replacement, the alarms stopped and we were able to obtain accurate cardiac monitor telemetry views.